Event description:
It was reported that the patient had pico 7 placed after knee surgery wed, (B)(6) 2020. She reported she had physical therapy on the (B)(6) 2020 and then took a shower and about an hour ago she noticed the bandage had blood under it and about 3/4 of the dressing had blood on it. The patient described de blood as bright red, fresh blood. She was advised to turn off the device and contact her physician to inform and get further guidance. Therapy discontinued at this time due to bright red blood until she could contact the physician for guidance. No further information is available.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot or part numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products. There have been no further complaints reported with this issue in the past three years as attached. The device was used for treatment. It was reported that bleeding was observed during use of the pico device. As the device was not retuned a thorough product evaluation could not be carried out. As clinical assessment was made. It was concluded; ¿no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time.¿ a risk management review was carried out on the risk files for this product. The risk files states multiple failure modes that can lead to light or excessive bleeding. Without further information or a clinical assessment this cannot be narrowed down to any specific failure mode. The IFU for this product cautions the severity of excessive bleeding during use of the product. Careful patient selection is essential. If the product is used on patients with underlying health issues outlined in the contraindications section of the IFU, then serious adverse reactions may occur. We have not been able to confirm a relationship between the event and the device or identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.